Manufacturer narrative:
Unit received with partial display due to corroded electronic assemblies. Unit received with minor scratches on case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had crack on the back side. The customer¿s blood glucose level was 164 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.